Event description:
It was reported that the system intermittently would not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
The ge representative evaluated the system and ordered a new left monitor to replace the existing monitor. No conclusion can be drawn as repair information was not available.